Event description:
It was reported that an e360 ventilator had an inoperative compressor. Patient involvement information was not provided by the customer. Repair was completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.